Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be use error. A labeling review revealed that labeling is adequate for the user error identified. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding assistance, which occurred on the homechoice (hc) during use. The home patient (hp) stated that she bypassed the initial drain or the fill and a cycle was added. The baxter technical service representative (tsr) explained that when a drain or fill is bypassed, the hc adds a cycle. The hp was not sure what step was bypassed, but now the hc was in a dwell. The tsr advised the hp to call baxter whenever she needed to bypass a cycle. Baxter product surveillance contacted the nurse on (B)(6) 2011 and notified her of the patient's user error. The nurse was not aware of this event, however, they have retrained the patient since then and she will talk to the patient. According to the nurse the patient has resumed therapy and there was no patient injury or medical intervention associated with this event. No further information is available.